Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was oversensing and undersensing on the atrial channel and there were chronic low p wave amplitudes. It was further reported the right ventricular (rv) lead thresholds had been increasing over time and are now high. The leads remain in use. No patient complications have been reported as a result of this event.